Manufacturer narrative:
The reported event of lead migration cannot be confirmed with product testing alone. As received, the lead passed all electrical/functional testing.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient experienced uncomfortable stimulation due to lead migration. As a result, surgical intervention was taken to replace the lead.